Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the battery quit working yesterday and they are getting message that the battery is no longer working on the handset. Patient stated when they got up in the morning they went to turn the therapy back on and that's when the message came up neurostimulator battery has been depleted, services code 302. Agent asked patient to connect with the handset and patient said they is getting the neurostimulators battery has been depleted, therapy no longer available, contact clinician. Patient mentioned they were told the current implanted device would last 8-10 years. The patient was redirected to their healthcare provider to further address the issue.